Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) performed running test in the getinge office and was able to duplicate the reported issue. The fse confirmed a lack of negative pressure of the pump and replaced the compressor pump assembly (p/n: (B)(4)). The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. The customer rebooted the iabp unit but the autofill error message was generated again. The iabp was replaced by another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.